Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. The patient alleged that the product issue began at 11:00 pm on (B)(6) 2010 when the patient reportedly tested his blood glucose on the subject meter and obtained a result of "126 mg/dl." The patient stated that he tested his blood sugar on the subject meter at 8:00 am the next day and the subject meter displayed the same result of "126 mg/dl." The patient informed the mss that he tests his blood sugar at least three times a day and manages his diabetes with insulin injections (self adjuster). Based on the subject meter reading, the patient stated that he stopped taking his insulin. At 8:00 am on (B)(6) 2010, the patient claimed that he developed low blood sugar, specifying "sweating and light-headed" as his symptoms. The patient denied using any other meter to test his blood glucose. The patient reported that he treated himself by drinking a glass of orange juice a few minutes after the onset of his symptoms. During the troubleshooting session, the cca documented that the patient did not report any misuse on the subject meter. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he obtained inaccurate erratic readings on the subject meter, skipped his insulin due to the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 57 mg/dl and 287 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained outside the ten minute timeframe. This is a final report.